Event description:
Customer claims to have had ear pierced in a retail store with the inverness ear piercing system on or about 10/19/97. The piercing site became inflamed and swollen and the customer sought medical treatment on 10/24/97 to have the earring removed. He was administred a course of antibiotic treatment.